Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-06101.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3228, scs lead. Therapy date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06101. It was reported the patient experienced a fall and as a result started having high impedance issues. In turn, surgical intervention took place on (B)(6) 2019 during which the existing lead and ipg were explanted and replaced. Effective therapy established post-op.